Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins), via manufacturer representative. It was reported that patient wanted the device explanted. Patient feels that stimulation was in the correct areas but not helping with pain. Patient was reprogrammed. Patient not reporting issues with battery or leads. Device functioning properly just not helping with pain anymore. Patient signed up for surgery to have the device explanted. Date was to be determined. Hcp had no further information and did not request analysis. Event date was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient was not getting any relief in pain while using the stimulator. No external, environmental, or patient factors were known to have led to or contributed to the issue. No diagnosis was performed. The system was explanted and not replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Continuation of d11: product ID 977a275 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2017 product type lead product ID 97791 lot# unknown product type accessory product ID 97791 lot# unknown product type accessory anatlsis of the ins (nme703388h) found no anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.